Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient's electrode incision site was not healing properly from the initial surgery on (B)(6) 2016. No infection was suspected and no cultures were performed, but incision site had to be re-sutured on (B)(6) 2016. The reason for the procedure was because site was not healing/closing. There was no known cause for this per the surgeon. The patient was seen on (B)(6) 2016 and the issues had resolved. The incision was healing well and the device works fine.